Manufacturer narrative:
Additional information: b5, h4, h6(update codes), h11. B5: it was further informed that "one valve set was confirmed with issue and another one was appeared similar, but they did not get opened"; therefore, the affected quantity was unspecified. H4: the lot was manufactured between june 18-19, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set had moisture in the package and lubricant in the valve cover. This was observed before use. There was no patient involvement. No additional information is available.